Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and cleaned the collet (tip clamp) and sleeve in the reported problem areas of the pipette assembly. The instrument was inspected, tested without further problem, and returned to service.